Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump buttons were sticky or non responsive and buttons were hard to press. The customer stated that insulin pump seems to take longer time for prime or rewind process. Customer also states that there was no delivery alarms, cracks, fractures, or significant damage to the casing of the insulin pump and a piece of plastic chipping off. The customer was assisted with troubleshooting and declined to report. The insulin pump will not be returned for analysis.